Event description:
It was reported that the patients ipg was trying to heal sideways. It was also noted that the ipg would turn off by itself. The patient underwent a revision procedure wherein the ipg was moved and remained implanted. The patient was doing well postoperatively. Additional information was received that the database was analyzed and revealed that three contacts had high impedances on port cd.

Event description:
It was reported that the patients ipg was trying to heal sideways. It was also stated that the ipg would turn off by itself. The patient underwent a revision procedure wherein the ipg was moved and remained implanted. The patient was doing well postoperatively.